Manufacturer narrative:
This file was originally submitted on 06/25/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported that the wcd system does not power up. Patient had tried both batteries and the batteries are charged. However, the monitor would still not power on. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed inspection for failure to power up confirming the reported issue. On disassembly the monitor and upon unscrewing the system board, it was observed that one of the ground screws was loose and would not tighten, causing the power issue. The reported issue is an isolated failure and does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.